Event description:
During remote monitoring, a bluetooth low energy (ble) telemetry anomaly occurred where the device was unable to be read by the remote monitoring smartphone application. The patient is anticipated to be seen in-clinic to test ble telemetry of the device, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.